Event description:
It was reported that pump experienced malfunction alarm with code 16 and no notable events occurred before issue, and customer did not have backup insulin therapy available at time of call. There was no adverse impact to the customer's blood glucose level. Customer planned to contact healthcare provider regarding backup therapy, and technical support confirmed pump warranty and shipping address, provided instructions for storage mode and return of problematic pump within specified time frame, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.